Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the bur head broke during a transfornicial surgery. T he head of the bur was recovered from the patient and no part was left inside. The procedure was successfully completed, though there was a slight delay as the bur was regained from the patient. Another bur was used as back up device. There was no additional, non- routine actions taken. There was no patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.